Event description:
Nurse reports one flo guard 6200 volumetric infusion pump in which "the volume is off, the amount displayed is different that it is actually delivering" resulting in underdelivery of lactated ringers (product code 2b2324, lot c657072) during veterinary use. Reporter stated that no injury is reported.